Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-02-25. H6: investigation summary : bd received 2 samples from the customer for investigation. Both samples were evaluated by visual examination and functional testing and the indicated failure mode for leakage during collection with the incident lot was not observed. Additionally, retention samples from bd inventory were evaluated by visual examination and functional testing and no issues were observed relating to leakage during collection as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported the bd vacutainer® safety-lok¿ blood collection set experienced blood splatter/leakage or other sample leakage from device other than the insertion site or needle tip. This event occurred 3 times. The following information was provided by the initial reporter: translated to english. The customer stated: there was "significant blood leakage at the level of the needle inserted in the tulip (at the end of the epicranial ) after hitting a blood culture vial. Same problem on 3 blood samples taken in 2 days with this batch number. The problem has not been observed so far with simple tubes, only with blood culture bottles." Clinical consequences : no clinical consequences but risk of exposure to blood very important for health care providers.

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is nipro. This site is an OEM manufacturing site. Therefore, (B)(6) headquarters in (B)(4) has been listed in and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported the bd vacutainer® safety-lok¿ blood collection set experienced blood splatter/leakage or other sample leakage from device other than the insertion site or needle tip. This event occurred 3 times. The following information was provided by the initial reporter: translated to english. The customer stated: there was "significant blood leakage at the level of the needle inserted in the tulip (at the end of the epicranial ) after hitting a blood culture vial. Same problem on 3 blood samples taken in 2 days with this batch number. The problem has not been observed so far with simple tubes, only with blood culture bottles." Clinical consequences : no clinical consequences. But risk of exposure to blood very important for health care providers.